Manufacturer narrative:
(B)(4).

Event description:
Procedure type: cholecystectomy. According to the reporter: white seal on the 5mm cannula broke off into the patient abdomen. Piece was recovered. No other information.